Event description:
Incomplete stent expansion and lost of target site. Upon positioning the stent and when withdrawing the mc to deploy the stent, it was noted that the distal end of the stent was not expanding. The delivery system with stent and mc removed as a unit from the pt's vessel. The stent was noted in the shaft of the mc. The dimensions of the parent vessel in the area that the stent was being deployed was 3.5mm. There was no calcification and the stent was not being placed on a bend. There was no vessel spasm present. There was no difficulty navigating of the guidewire or microcatheter pass the neck of the aneurysm prior to placing the stent. Another mc and enterprise stent was used to complete the procedure. There was no adverse effect to the pt.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt. This is one of two products used on the same pt. MFR report # 1058196-2008-00026 and MFR report # 1058196-2008-00035.